Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that when their device power button was pressed, their device display flashed white and the leds would blink. When this occurred the flashing of the display and the blinking of the leds would repeat three times and then the device power itself off. The device was on battery power only during the event. This was found during the morning check of their device. There was no patient use reported for this event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio also observed an event code logged in the device memory which is related to a potential issue of the device to deliver defibrillation energy. The event code was logged only once and there has been no recurrences of this code and no associated symptoms reported or observed. The cause of the logged event code could not be conclusively determined. Physio further evaluated the removed system pcb assembly and determined that the oscillator, designator y1 on the single board computer of the system pcb assembly was inoperative.

Event description:
The customer, a biomedical engineer contacted physio-control to report that when their device power button was pressed, their device display flashed white and the leds would blink. When this occurred the flashing of the display and the blinking of the leds would repeat three times and then the device power itself off. The device was on battery power only during the event. This was found during the morning check of their device. There was no patient use reported for this event.